Event description:
It was reported by the customer that when using bd pyxis¿ medstation¿ es auxiliary system was not detected on the bus and drawer had failed to stay closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not detected on the bus and drawer had failed to open. A field service engineer (fse) reset the connections at the back of drawer 4.1 in the auxiliary unit and then booted the station. All functions returned to normal. The fse tested the drawer using the hardware test application (hta) and confirmed it was working properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter prefix. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not detected on the bus and drawer had failed to open. A field service engineer (fse) reset the connections at the back of drawer 4.1 in the auxiliary unit and then booted the station. All functions returned to normal. The fse tested the drawer using the hardware test application (hta) and confirmed it was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using bd pyxis¿ medstation¿ es auxiliary system was not detected on the bus and drawer had failed to stay closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.